Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, several days after the procedure, the surgeon noted that the patient had some post op bleeding. Patient was readmitted to hospital for control of bleeding.